Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 120-132 mg/dl range.